Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - physician reported to sales representative, that several of their clinical users have complaints about problems with flolan use and trouble with prograf levels. Sales representative emailed ms&s who responded that inaccurate drug levels can be caused by several things like inadequate flushing before drawing the levels, not enough discard, fibrin and clot being pulled into the specimen, use of the same lumen for blood draw as infusion, etc. No patient harm has been reported. On (B)(6) 2016 - additional information reported from facility: contact stated that all infusions going through the line are put on hold just prior to drawing. They have a dedicated line for tacrolimus, so they don't stop the infusion - it's just put on hold and the line is clamped. A separate lumen is dedicated for blood draws and 10cc's of saline is flushed through the line. Contact stated that 10ml of blood is wasted before taking the blood sample.